Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02325. It was reported the patient experienced a change in stimulation following a fall in (B)(6) 2015. In addition, the patient experienced overstimulation upon turning on the scs system. X-rays indicated the patient's leads had migrated. Surgical intervention is planned as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02325. Follow-up identified the patient underwent surgery on (B)(6) 2016. During the procedure, the patient's leads were explanted and replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02325.